Event description:
Paramedics responded to a pt described as in critical condition. The device was connected to the pt for cardiac monitoring. According to the rptr, the monitor displayed excessive artifact. A backup monitor was immediately used and monitoring was continued. No adverse affects to the pt were reported as a result of the alleged malfunction.